Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. It was reported that the catheter tested fine prior to the procedure. Once the catheter was placed in the patient, pressure was slowly ramped up, and had not yet registered on the console pressure gauge. The catheter "blew out" along the shaft, inside the patient. Upon removal of the catheter, there was a 2 inch slit below the compression balloon. The physician aborted the procedure due to urethral bleeding. Blood clots kept obscuring drainage from the foley catheter that was placed while the patient was in the office. Therefore, the physician scheduled the patient for surgery so that a scope and irrigation could be used to place the foley catheter. No guidewire was used.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.